Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient. The information provided alleges that since the surgery for repair of incarcerated left inguinal hernia with implant of a bard/davol perfix plug the patient has pain and infertility. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was allegations by the information provided by the complainant: (B)(6) 2012: the patient diagnosed with an incarcerated left inguinal hernia and underwent repair of incarcerated left inguinal hernia with implant of a bard/davol perfix plug, reference number (B)(4), lot number huvh0299. There was no tension on the spermatic cord as the surgeon checked the testicle prior to closure. On (B)(6) 2016: the patient had a semen analysis performed showed that the patient only had half of the semen he should have. On (B)(6) 2018: the patient had bloodwork for lh, fsh and total testosterone levels that were all within normal range. On (B)(6) 2018: the patient underwent nonvascular extremity ultrasound. Per the findings, "in the left inguinal region, there is an area of dense posterior shadowing. This could be within a gas-filled loop of bowel similar area is not seen on the right. Alternatively, areas of dense calcification could produce similar posterior shadowing." On (B)(6) 2018: the patient underwent jic CT of pelvis with contrast. Per the findings, "there is no evidence of a hernia in either inguinal area. I do not see a calcification or air collection that would explain the dense acoustic shadowing that was seen previously. The bladder and prostate are unremarkable. I do not see any significant bowl abnormalities in the pelvis. Negative CT of the pelvis, there is no inguinal hernia." It is alleged that since this surgery, the patient has not been able to conceive a child with his wife. As reported, the patient has constant pain in the area which his mesh is placed, the blockage and damage to the vas deferens which has caused infertility within the patient.